Event description:
This is a spontaneous case report received from a (B)(6) female consumer in (B)(6) on 19-oct-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012 for contraception. The consumer had normal menstruation. On the first check -up, 6 months after she told the facultative of the strong abdominal pains. After some tests performed and though hysteroscopy it was confirmed that one essure was displaced, almost out. The only explanation she received was some people reject it. The same physician who inserted it was the one who removed it. Due to this she got surgery for ligation of one fallopian tube. As her discomfort continued with the second essure, she wanted to remove it, but the appointment for the ligation was already scheduled and it was done just for that. The consumer also reported her belly gets swollen as if she were pregnant one month before her period; and she had hemorrhages during 2 consecutive months/bleeding; irregular menstrual bleeding, sexual intercourse with her couple has been affected, and she has pain similar to labor contractions. In gynecology department they told her she was okay. Anti-inflammatories did not relieve her. Liver, bladder, kidney tests have been performed as well. She believed the hemorrhages were because of essure and nobody pays attention to her in order to remove the second essure. As she is desperate, she has looked for information and thinks these symptoms are consequence of intolerance or allergy to nickel. She commented that allergy tests would be performed before inserting essure, but they were not done at hospital. She is passing it fatal, and she cannot sleep especially one week before her period came, and she has to work. Company causality comment: a (B)(6) female consumer had essure (fallopian tube occlusion insert) inserted and experienced haemorrhages during 2 consecutive months/bleeding (seen as genital bleeding). It was reported that one essure was displaced, almost out. Essure coil was removed and she underwent a surgery for ligation of one fallopian tube. The second essure was not removed. The events are anticipated in the reference safety information for essure. In this case, the exact date and mechanism of device dislocation were not known. The occurrence of device dislocation could be a possible alternative explanation for genital bleeding. Based on their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because a device removal was required. Additionally, non-serious events were reported. Further information and product technical analysis are being sought.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("one implant was displaced (almost out), both essures almost form an "x".") And genital haemorrhage ("haemorrhages during 2 consecutive months/bleeding") in a (B)(6) female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Medical conditions: the consumer had normal menstruation. Concurrent conditions included nickel sensitivity. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced abdominal pain ("strong abdominal/belly pains") and abdominal distension ("her belly gets swollen as if she were pregnant one month before her period"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("she has pain similar to labor contractions"), allergy to metals ("she thinks she has intolerance or allergy to nickel"), insomnia ("she cannot sleep (specially one week before her menstrual bleeding)"), menstruation irregular ("irregular menstrual bleeding"), sexual dysfunction ("sexual intercourse with her couple has been affected") and device intolerance ("she thinks she has intolerance or allergy to nickel"). The patient was treated with surgery (one essure was removed). Essure was removed. At the time of the report, the device dislocation had resolved, the genital haemorrhage and insomnia had not resolved and the abdominal pain, pelvic pain, allergy to metals, menstruation irregular, sexual dysfunction and device intolerance outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, device dislocation, device intolerance, genital haemorrhage, insomnia, menstruation irregular, pelvic pain and sexual dysfunction to be related to essure. The reporter commented: on the first check -up, 6 months after she told the facultative of the strong abdominal pains. After some tests performed and through hysteroscopy it was confirmed that one essure was displaced, almost out. The only explanation she received was some people reject it. The same physician who inserted it was the one who removed it. Due to this she got surgery for ligation of one fallopian tube. As her discomfort continued with the second essure, she wanted to remove it, but the appointment for the ligation was already scheduled and it was done just for that. She believed the hemorrhages were because of essure and nobody pays attention to her in order to remove the second essure. As she is desperate, she has looked for information and thinks these symptoms are consequence of intolerance or allergy to nickel. She commented that allergy tests would be performed before inserting essure, but they were not done at hospital. She is passing it fatal, and she cannot sleep especially one week before her period came, and she has to work. Diagnostic results: in gynecology department: they told her she was okay. Anti-inflammatories did not relieve her. Liver, bladder, kidney tests have been performed as well. In (B)(6) 2012: radiography: one of essure displaced. Both essures almost form an "x". The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 26-apr-2017 for the following meddra preferred term: device dislocation. The analysis in the global safety database revealed 1136 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 25-apr-2017: quality safety evaluation of ptc. Company causality comment: a (B)(6) female consumer had essure (fallopian tube occlusion insert) inserted and experienced haemorrhages during 2 consecutive months/bleeding (seen as genital bleeding). It was reported that one essure was displaced, almost out. Essure coil was removed and she underwent a surgery for ligation of one fallopian tube. The second essure was not removed. The events are anticipated in the reference safety information for essure. In this case, the exact date and mechanism of device dislocation were not known. The occurrence of device dislocation could be a possible alternative explanation for genital bleeding. Based on their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because a device removal was required. Additionally, non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information is expected.